Manufacturer narrative:
This report was originally submitted on january 29, 2015, due to a gateway failure, it was resubmitted on march 10, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the device failed for vibration and heat. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device was wobbling. During in-house engineering evaluation, it was discovered that the device failed for vibration and heat. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.